Manufacturer narrative:
Discordant negative grading for one cross match result for one patient having an anti-kpa (kel3) antibody. The discrepant negative reaction in cross match testing was not confirmed as the donor was not typed for kpa (kel3) antigen; however, considering the positive reaction in biovue manual testing with 0.5+ reaction strength and taking a conservative approach, it is a possibility to have a potential missed weak reaction in cross match testing with an anti-kpa (kel3) antibody. The probable root-cause of the discrepant grading of the reaction in cross match testing was due to a poor focus of the ortho vision biovue's cims. No general product failure was identified. No biased result was reported to the physician. No patient was harmed.

Event description:
A customer reported what was described as a discordant negative cross match reaction for one patient using the ortho biovue system in conjunction with an ortho vision biovue analyzer. Date of event: (B)(6) 2018. Complainant name: mr (B)(6) - (B)(6). Complaint reporter: mr (B)(4) ¿ ortho field engineer. Reported on (B)(6) 2018 by the customer to ortho field engineer who reported it the same day to orthocare helpdesk. Reagents: ortho biovue system anti-igg cassette lot igc723a expiry date 27 april 2019, manufactured on 27 august 2018. 0.8% red cell diluent lot rcd878 exp. Date 23 may 2019, manufactured on 23 may 2018. Software version: 5.11.2. Patient¿s information: patient is known to have a weak anti-kpa (kel3) antibody. The customer said that they had tested this sample for antibody screening or/and antibody identification and got a 1+ reaction with red cell being kpa(kp3) antigen positive (no further information was provided). The customer is reporting that they had tested a patient's sample for 0.8% major crossmatch testing using ortho biovue anti-igg cassette lot igc723a and 0.8% red cell diluent lot rcd878 with an ortho vision biovue analyzer and that they obtained a negative reaction with donor (B)(6) in cassette ID (B)(4), column 1. The customer said that when looking at this cassette image, the reaction in column 1 was slightly positive. The customer said that at the same moment the same patient's sample was tested for 0.8% major crossmatch testing using the same reagent lots in biovue manual technique and that the reaction was positive with the same donor in cassette ID (B)(4), column 2 . The customer reported that no biased result had been reported to a physician. The customer reported that the patient had not been harmed as a result of the reported event.